Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels, however, bg values were not provided. Contact alleged that basal settings needed adjustments. In addition, it was reported that the pump was ¿not delivering insulin¿, and the customer was ¿able to draw out 200 units after wearing¿. Pump data was reviewed and verified that the pump functioned as intended. Multiple follow up attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.